Event description:
It was reported that during a da vinci-assisted surgical procedure that the e-100 generator had a red led and the power button was red. The customer noticed the error when they went to use the generator with a vessel sealer extend (vse) instrument. The technical support engineer (tse) had the customer do a hard reset of the e-100 generator. When the generator came back up after the power cycle, both the power button and led indicator were red. The site continued on with the case using an erbe generator with the vse. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified red lights during startup without any errors. The fse replaced the e-100 generator according to procedure, the system tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the reported complaint. The unit was installed into the test system and it failed at start up. The power led turned red. As of 4-apr-2022, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video of the procedure was provided for review. The event was verified by the technical services engineer (tse). Per the review, the following was confirmed: system serial #, event date, surgeon¿s name, and procedure name/category. This complaint is being reported based on the following conclusion: the customer converted to a new generator after the start of the procedure due to electro surgical unit (esu) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.